Event description:
Additional information was received that during the high and low energy shock testing, impedance measurements were within acceptable limits. Defibrillation threshold (dft) test was performed, and conversion was successful. A revision procedure was later performed. The device was electively explanted and replaced. The chronic rv lead remains actively implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high shock lead impedance measurements. Boston scientific technical services (ts) further discussed troubleshooting options. Additional information received that the cause was not determined and that low and high energy commanded shock and defibrillation threshold (dft) test were performed with normal shock impedance. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.